Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device. The alleged malfunction was not duplicated however, the graphical user interface (gui)to breath delivery (bd) cable assembly was replaced. The ventilator passed all the required testing.

Event description:
It was reported that during patient use, the ventilator went to safety valve open (svo) condition. The patient was transferred to an alternate ventilator with no harm.